Event description:
A 184 lb pt with an artificial hip was attempting to sit on the simulator table. He had some difficulty lowering himself down onto the table slowly, because of his artificial hip. He landed on the table with a slight jolt. One of the bars that supported the panels of the simulator table broke, and as a result the pt fell on the floor. Medical examination by the staff physician and x-ray showed no injury. The simulator has two detachable pt support systems (table tops). One has a solid wooden frame, with lucite panels in the center. The second on is a t-shape metal frame, with detachable metal bars. Each bar is attached to the center bar, using a system similar to a wall mounted shelf unit. Lucite panels are placed on top of the bars. It was one of these bars that broke off. The corp headquarters was notified immediately, after the incident happened. A local rep came to rptr's facility to assess the situation. They were informed by the co's rep that the co will file a report to the FDA. Rptr suggested that the co redesign the table or make the bars out of a different type of material to prevent this from happening in the future. Please note that this is the second time a bar broke off in the 3 yrs rptr has been using this simulator. In the first incident, the pt was attempting to lie down from a sitting position. She was holding on to the bar when it broke. She managed to balance herself and did not fall on the floor. In this 1993, incidence rptr did not file any reports, but simply ordered a new bar from MFR to replace it. The MFR is now aware that they have had 2 incidents involving this bar. (*)